Event description:
It was reported that balloon rupture occurred. The target lesion was located in the artificial arteriovenous fistula stenosis. A 4.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older e1 - initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 4mm proximal from the distal markerband. A visual examination identified no issues with markerbands, no kinks or damage to the shaft, and no damage to the tip. A2 - age at time of event: 18 years or older e1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the artificial arteriovenous fistula stenosis. A 4.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the target lesion was 82% stenosed, moderately tortuous, and moderately calcified. Furthermore, the balloon ruptured during first inflation at 12 atmospheres.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the artificial arteriovenous fistula stenosis. A 4.0 x 60, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. It was further reported that the target lesion was 82% stenosed, moderately tortuous, and moderately calcified. Furthermore, the balloon ruptured during first inflation at 12 atmospheres.